Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box history showed that one reboot had occurred. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No alarms related to the complaint were observed in the pump history. The battery compartment was observed to be cracked. The battery cap was not returned; a test cap was inserted and attached securely to the pump. The pump powered normally. A 29 hour flow accuracy test was performed without rebooting or alarms and the pump was found to be delivering within specifications. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that her blood glucose levels have been as high as 30 mmol/l over the last two months prior to calling animas. She said she had ketones, blurry vision and nausea at times. She did not check her blood glucose levels the morning she called animas but also complained about a crack in the battery compartment of her pump that happened two months prior. She stated that the pump was rebooting, which may have been a cause of her elevated blood glucose levels. Troubleshooting did not reveal any issues with the infusion site. The pump was not suspended and the settings were confirmed as correct. The patient said she also has a thyroid issue with a swollen neck and heart palpitations, which she says could also be a cause of the elevated blood glucose levels.